Event description:
Medtronic received information that two years following the implant of this transcatheter bioprosthetic valve the patient experienced increasing shortness of breath. An echocardiogram showed severe paravalvular leak (pvl). Another corevalve was implanted valve-in-valve, and an echocardiogram showed an improvement to mild pvl. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Manufacturer narrative:
The device remains implanted and will not be returned to medtronic for evaluation. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.